Event description:
Carotid stent placement attempted in cardiac cath. Lab. Surgeons unable to retrieve stent filter. The problem developed with the stent and the balloon system resulting in entanglement of the filter and a part of an inflation balloon inside the stent with resultant thrombosis of the right internal carotid artery. The patient had to be taken emergently to or for a modified carotid endarterectomy. The balloon remnants were retrieved intact as well as the stent. The filter material that was entangled within the stent was also removed. The patient was awaken and found to be moving both sides symmetrically. He tolerated the carotid endarterectomy fine from a hemodynamic standpoint. The patient was discharged home 2 days later without any neurological deficits. This is a guidant rx acculink stent 6.0 - 8.0 taper by 30mm (stent 135 cm length).